Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty. The target lesion was located in the severely calcified superficial femoral artery. After the guidewire was able to cross the lesion, a 5.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. However, during initial dilation at 7 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed a new hp balloon dilatation and drug coated balloon (dcb). No patient complications nor injuries reported, and the patient condition was good.